Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump would power off when the battery was replaced. The customer also reported the up and down buttons did not work properly. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump received with normal operating currents. No unexpected off no power alarm noted. The insulin pump had an intermittent button response due to moisture damage on keypad traces. The insulin pump was received with cracked case at display window corner and minor scratched display window.